Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the insulin pump history is the only thing she can click on. Customer also reported to have received a failed battery test alarm and troubleshooting was performed and failed battery test alarm did not recur after battery has been changed. Customer stated that a replace battery alarm was showing at the bottom of the insulin pump screen even after the battery has been removed. Customer also mentioned that the insulin pump screen turned dark after it was attempted to put the insulin pump into sleep mode. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected frozen screen anomaly or failed battery alarm noted. Unit passed self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, scratched case and minor scratched lcd window.